Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment and stent damage and fracture occurred. The greater than 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced via a contralateral approach and deployment initiated. The first 30 mm of the stent was deployed normally. Great resistance was felt with the thumbwheel after approximately 50 mm of the stent was deployed. The thumbwheel was no longer working, therefore the physician took apart the handle of the delivery system. During attempts to deploy the stent manually, the inner shaft within the handle broke. The physician then attempted to pull back on the delivery system in an attempt to deploy the stent. This resulted in an elongated stent. The stent delivery system was able to be removed; however the deployed stent fractured in two. One section was located in the sfa and the other section was located in the iliac artery. Blood flow and vascular patency to the iliac was normal. The fractured stent was not able to be treated with another stent as it was not possible to advance a balloon to this location. The physician assessed that the patient was not at risk, therefore the stenting procedure was abandoned. The patient underwent a femoral popliteal vein bypass to treat the diseased vessel. No further patient complications were reported and the patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was apart when received from the customer site and only half of the handle returned. Visual examination showed that all of the shafts were separated from the device. The outer sheath had multiple kinks and bends. The mid-shaft also had multiple kinks and bends. The inner liner and the proximal inner shafts were not returned with the device. The mid-shaft was pulled out of the retainer clip. The thumbwheel was returned. The clip was not returned. The pull handle showed that one tooth was damaged. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.

Event description:
It was further reported that the guide wire used was a .035 non-bsc wire. The tortuosity of the sfa was severe. The physician broke open the handle after great resistance with stent deployment was encountered. A tool was used to catch the middle shaft to deploy the stent. When the physician pulled back on the middle shaft, it broke into two pieces. The patient did not undergo surgery to remove the stent or a femoral popliteal bypass at the time of the event. The femoral popliteal bypass was originally planned to be performed the day after this stenting procedure. Instead the patient was put under observation for seven days. The patient remained stable throughout therefore the bypass was not performed. The patient will be seen every three months for follow up visits.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem: updated. (B)(4).

Event description:
It was further reported that the guide wire used was a .035 non-bsc wire. The tortuosity of the sfa was severe. The physician broke open the handle after great resistance with stent deployment was encountered. A tool was used to catch the middle shaft to deploy the stent. When the physician pulled back on the middle shaft, it broke into two pieces. The patient did not undergo surgery to remove the stent or a femoral popliteal bypass at the time of the event. The femoral popliteal bypass was originally planned to be performed the day after this stenting procedure. Instead the patient was put under observation for seven days. The patient remained stable throughout therefore the bypass was not performed. The patient will be seen every three months for follow up visits.